Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. The significantly stenotic lesion was located in the highly calcified proximal right coronary artery (rca). The maverick2 15mm x 3.5mm balloon catheter was advanced to the lesion and inflated to 6 atms for 20 seconds on the first inflation. After the first inflation, the balloon was retracted into the catheter. Upon attempting the second inflation, the balloon was unable to be inflated and the physician assumed that the balloon contained pinhole or had ruptured. The device was successfully removed from the patient. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine."